Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: separated distal shaft snared from pt. Device issue: distal shaft separation. It was reported that the 3.0 x18 mm promus stent was deployed in the lad successfully, but when attempting to remove the stent delivery system (sds) resistance was felt. The physician continued to pull even though he felt resistance until about 10 cm of the distal part of the catheter snapped off and floated into the ramus. The separated shaft was snared with no harm to the pt. The catheter was observed to be kinked, but it is unk what the sds became caught on. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.